Event description:
It was observed that during the device evaluation, the camera head exhibited electrical contact corrosion. There was no patient involvement.

Manufacturer narrative:
The device evaluation revealed corrosion on the electrical contacts. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the complaint was linked to the device but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.